Event description:
" On ems call the patient was intubated and the cuff on et tube would not stay inflated. Patient was reintubated with another tube (86050) which also failed. The cuff on the third intubation was successful. The cuffs on each occasion were inflated with 20cc of air."